Manufacturer narrative:
Citation: sugiyama y, miyashita h, ochiai t, et al. Haemodynamic and clinical outcomes at 5 years according to predicted prosthesis-patient mismatch after transcatheter aortic valve replacement. Cardiovasc revasc med. 2025;72:23-30. Doi:10.1016/j.carrev.2024.06.011 earliest date of publication used for date of event. Earliest approved medtronic tavr product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of predicted prosthesis-patient mismatch (ppm) on outcomes after transcatheter aortic valve replacement (tavr). The study population consisted of 1,733 patients who underwent tavr with either a medtronic self-expanding valve (corevalve, evolut r/pro/pro+; n = 410) or a non-medtronic balloon-expandable valve (sapien family; n = 1,323). Among all patients in the study, the following adverse outcomes occurred: elevated/high mean gradients, paravalvular leak (moderate to severe), ppm, major vascular complications, bleeding (life-threatening or major), stroke/transient ischemic attack, permanent pacemaker implantation, device failure (defined as peak aortic velocity = 3.0 m/s, mean gradient = 20 mmhg, paravalvular leak = moderate, and/or procedural mortality), acute kidney injury, and rehospitalization for heart failure. Additionally, deaths occurred during the five-year follow-up. However, a link between medtronic product and the deaths could not be made due to the absence of detailed product and patient information.